Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) would not shuttle after it was inserted into the unknown sheath. Additional unknown device opened to complete the case. There was no reported patient injury. The device was opened and prepped in a sterile field as per the instructions for use (IFU). The deployer is mynx trained. Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) would not shuttle after it was inserted into the unknown sheath. Additional unknown device opened to complete the case. There was no reported patient injury. The device was opened and prepped in a sterile field as per the instructions for use (IFU). The deployer is mynx trained. Additional information was requested but not provided. The reported event of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the complaint device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.